Manufacturer narrative:
Issue was discovered before the procedure so there was no patient involvement yet. Device is an instrument and is not implanted/explanted. Part 352.044, lot 9087281: manufacturing location: (B)(4). Manufacturing date: september 08, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported while setting up for a tibial nail procedure, it was noted the flutes on the 5.0mm flexible shaft are bent. The device was not used in surgery. It was discovered before the procedure so there was no patient involvement yet. A standard reamer shaft was used instead for the procedure with no delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: an investigation methods/evaluation results: customer quality investigation: the flexible shaft (352.044) is used in operations when reaming is utilized and is discussed in the flexible reamers for intramedullary nails. In use, a cutting head (starting with 8.5mm and moving up in 0.5mm increments) is attached to the distal end of the flexible shaft and inserted under power over a reaming rod. The returned shaft was examined and it was observed that the distal end of the device shows deformation. Specifically the distal tabs show off axis bending and small indents. Scratching over the length of the shaft and wear of the proximal coupling, consistent with use, were noted. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already bent. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (5.0mm flexible shaft 620mm), part number 352.044, lot number 9087281. The subject device was returned with the complaint condition stating that the condition is confirmed as the distal end of the device shows deformation. Specifically, the distal tabs show off axis bending and small indents. A root cause could not be definitively determined given the unknown origin of the force required to cause this damage. Scratching over the length of the shaft and wear of the proximal coupling, consistent with use, were noted. Replication of the complaint condition is not applicable as the device is already bent. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The flexible shaft is used in operations when reaming is utilized and is discussed in the flexible reamers for intramedullary nails in use, a cutting head is attached to the distal end of the flexible shaft and inserted under power over a reaming rod. A review of the current design drawing / manufactured revision for the assembly and the distal coupling was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The received condition is consistent with the result of bending forces beyond the permanent deformation limit of the material having been applied to the distal tabs. A root cause could not be definitively determined as the method of use and maintenance over the lifetime of the device is unknown. The complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.